Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued to the patient. Upon follow up, the patient contact confirmed the reported event but could not confirm if an alarm occurred during the treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The product sample was visually inspected and no damages were observed in film or hard plastic of cassette; the cycler set is acceptable. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the device history record (DHR) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. During the evaluation of the sample, the alleged failure was not confirmed as stated in the complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A replacement cycler was issued to the patient. Upon follow up, the patient contact confirmed the reported event but could not confirm if an alarm occurred during the treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using the cycler. The patient contact confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.